Manufacturer narrative:
The pt's age and gender have been requested but not received.

Event description:
It was reported that the pt underwent an arthroscopic procedure ((B)(4)) where the physician used a dyonics rf-s whirlwind 90 degree probe. The procedure was completed and it was discovered one day post-operatively that the pt had sustained a burn (degree unk). Multiple attempts to obtain additional information regarding this event were made but were unsuccessful. No additional information is available.